Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced spasms following the implant procedure. Nevro attempted to obtain a medical assessment regarding the nature of the issue, but none was available. The device was removed and there have been no reports of further complications regarding this event.